Event description:
Olympus was informed that the customer endoscope reprocessor machine ¿has a broken gray connector. One of the gray scope connectors in the basin had twisted off." The reported problem was found during reprocessing. Olympus has scheduled an onsite in-service to service the machine. No death, injury or harm was reported.

Manufacturer narrative:
The field service engineer went onsite and verified the customer¿s reported issue then proceeded to replace the components. The equipment was successfully repaired and verified according to OEM instructions. The machine is functioning appropriately. A copy of the service ticket was provided to the customer. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, damage of gray connector in reprocessing basin was confirmed. It was determined that the connecting tube was unable to be connected as connector loosened and came apart. As a cause of the loosened connector, it was determined that the user likely applied stress to the connector toward loosening direction, and the stress was accumulated. Or the event may have occurred because the connector was hit by something hard. The field service engineer (fse) observed and verified the issue onsite, then proceeded to replace the components. After successfully replacing the parts associated with this service record, a test cycle was completed with no errors. The unit was back in proper, working condition. To prevent reoccurrence of the suggested event, it was suggested to inform/remind the user/ facility to avoid applying stress toward loosening direction while attaching/detaching the connector, and to check rotation during inspection for loosening, etc., as this causes stress to the rotating direction (loosening/retightening). Moreover, leaving connecting tube connected at all times may affect attachment /detachment of connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿chapter 3. Inspection before use: 3.3 inspecting the connectors. Check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ olympus will continue to monitor field performance for this device.